Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The operator had received calls from the emergency room due to tni-ultra results from the advia centaur xp instrument not matching results from point-of-care testing. The operator also stated that calibrations for prostate specific antigen (psa) and isoenzymes of creatine kinase (ck-mb) assays were failing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found a clog in the aspirate probe 1. The cse cleared the clog and cleaned the incubation ring and reran calibrations and quality controls to verify the instrument was operational. After the customer performed the maintenance, the instrument displayed incubation ring errors. The cse re-visited the customer site and replaced the incubation ring assembly. A siemens headquarters support center specialist reviewed the service data and determined that a clog in the aspirate probe 1 could cause discordant results. The cause of the discordant tni-ultra results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The patients were also tested using a point-of-care instrument and those results did not match the results obtained on the advia centaur xp instrument. The customer repeated the samples on the same instrument after service and sent corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.

Manufacturer narrative:
Additional information (4/14/2016): in the initial MDR, it was stated that the discordant cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur xp instrument. After troubleshooting the samples were repeated on the same instrument, resulting different from the initial results. The customer provided the patient data.

Event description:
Assay: tni-ultra (ng/ml): (B)(6).